Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation and watchman procedure, a versacross connect for faradrive kit was selected for use. The physician performed both procedures without any issues. At the end of procedure, the physician stated the right atrium (ra) pacing lead from implantable pacemaker had dislodged. They pulled all sheaths and catheters and the physician had to open up the pacemaker pocket and reposition the pacemaker lead. The only intervention was to reposition the ra lead but that entailed opening up the pacemaker pocket in a separate sterile procedure. It is unknown when it was dislodged. The pacemaker was placed in (B)(6) 2024. The patient remained stable throughout the entire procedure. He patient was kept for one night and discharged the following day. No patient complication occurred. The device is not expected to be returned for analysis (disposed). The sheath and dilators were all able to be removed without any difficulty.